Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve operator was not fully cycling. Additional malfunctions include the zip ties were leaking, and the pm kit was dirty.